Event description:
It was reported that the patient received inappropriate anti tachycardia pacing therapy due to lead noise. The lead was capped and replaced on (B)(6) 2017. Patient was fine before during and after the procedure.